Manufacturer narrative:
B1, h1: additional information received on 16apr2024 confirmed that the dilators were not cracked as originally reported, but the sheath tips were deformed. This is consistent with the condition of the returned devices. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that sheath tip deformation would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 16apr2024. The dilators were not cracked as originally reported; however, the sheath tips were deformed, described as "waving/flaring".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: (B)(6). G4: PMA/510(k) number = k171988. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As originally reported, the tips of three performer mullins guiding sheath¿s dilators were found to be ¿cracked vertically¿ upon opening the packages. One of the devices ¿with relatively few cracks¿ was used, despite the crack(s) being noted prior to use. Additional information was received, stating that the cracks were not observed upon opening the package, but rather that the patient felt discomfort upon insertion of the device, and upon checking, the dilator and sheath had cracks and ¿roll-up¿. Damage to the sheath was thought to be caused by ¿strong thrusting¿, and per the reporter, resistance was likely encountered. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.